Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs9bzcl. Hardware: sm-s931u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported seeking medical attention at an urgent care facility on (B)(6) 2026 (assigned for reporting purposes due to unknown exact date in (B)(6) 2026) for an infection at the cannula site. The patient was not wearing the pod at the time medical attention was sought. The site was described as hot to the touch with purulent drainage. The patient was diagnosed with cellulitis and was treated with cephalexin. The patient reported experiencing infections at cannula sites despite using alcohol for site preparation. The patient also reported removing the pod by pulling it off. The patient successfully resumed pod therapy following the event.